Event description:
Blood gas capillary tube shattered upon introduction to the rapidlab 865 blood gas analyzer. Specimen was from a pt with known hep c. Operator has been treated per hosp protocol. It was noted later that the operator was not using the recommended capillary tube and they may have been placing additional stress on the device with their technique.